Event description:
A certified ophthalmic technician reported two years following intraocular lens (iol) implant surgery the lens became dislocated. There was no medical or surgical intervention.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The device was not returned; it remains implanted. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).